Event description:
It was reported that the insulin gauge was inaccurate, and that the customer had reverted to an alternate method for insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no adverse impact on customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.